Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal service repair process. Failure data and parts used information, was reviewed for the sap file and track wise file, and found to be relevant to the service repair. No issues were found that would require escalation. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has been previously returned for service. A complete quality notification review was not performed because the product was manufactured prior to july 2004, the implementation date of the erp system. Based on the file review global reportability assessment is not necessary. The customer stated that there was no patient involvement a review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Npi not confirmed. Unit received unexpectedly, no tracking number found. Please note: unit will not be marked received/prcd until npi is confirmed and additional information is received/ confirmed by customer as unit was received without it. (B)(4).